Manufacturer narrative:
D4): device serial number populated. D9): the device was returned to the manufacturer 04oct2023. G3): the device evaluation and investigation were completed (B)(6) 2023. H3): the turbo-elite and packaging were returned. Visual inspection of the box label indicated a 1.4 size; however, the pouch inside the box indicated a 2.0 size. H6): based on the device evaluation and investigation, this has been determined to be a production process related failure that was inadvertently missed during the quality control inspection. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Manufacturer narrative:
A2-a5): device was not used in patient. B6-b7): device was not used in patient. D4): device serial number unk. H3/h6): the device has not been returned to the manufacturer at this time; therefore, conclusion is not yet available. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
During preparation for use, it was discovered that upon opening a box labeled with a spectranetics 1.4 turbo-elite laser atherectomy catheter, the box contained a 2.0 turbo-elite. The device was not used in the patient, and there was no reported injury. This report captures the labeling discrepancy that a larger size device was contained inside the box, potential for harm.